Event description:
It was reported that stent damage occurred. Vascular access was obtained via right femoral artery. The target lesion was located in the left vertebral artery. A 6f short sheath was advanced and placed along with a 260cm common guidewire to perform angiography. After the lesion site was determined, an 18 guidewire was advanced through the catheter. A bsc coronary balloon was used with the wire to dilate the lesion, and the 5.0mmx15mmx150cm express vascular sd stent balloon expandable was prepared and flushed. Subsequently, the stent was advanced inside the patient along with the guidewire, but it could not cross the lesion smoothly after many attempts. The physician then removed the device and found the stent strut was deformed. A new 6f non-boston scientific sheath was used and advanced into the lesion. A new express sd was advanced along with the wire. The stent reached the lesion and was successfully placed. The procedure was completed, and no complications were reported. The patient condition following procedure was stable.

Manufacturer narrative:
Device evaluated by MFR.: the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the stent is damage. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no damage or irregularities. Product analysis confirmed the stent was damaged.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right femoral artery. The target lesion was located in the left vertebral artery. A 6f short sheath was advanced and placed along with a 260cm common guidewire to perform angiography. After the lesion site was determined, an 18 guidewire was advanced through the catheter. A bsc coronary balloon was used with the wire to dilate the lesion, and the 5.0mmx15mmx150cm express vascular sd stent balloon expandable was prepared and flushed. Subsequently, the stent was advanced inside the patient along with the guidewire, but it could not cross the lesion smoothly after many attempts. The physician then removed the device and found the stent strut was deformed. A new 6f non-boston scientific sheath was used and advanced into the lesion. A new express sd was advanced along with the wire. The stent reached the lesion and was successfully placed. The procedure was completed, and no complications were reported. The patient condition following procedure was stable.